Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter alleged that there was moisture under the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings: visual inspection revealed that moisture was visible through the display lens. The display screen was distorted due to the moisture in the pump. There was no moisture corrosion found inside the battery compartment. A leak test was performed and a display lens leak was found. The pump cover was removed and moisture was found on the pump¿s internal components, including the transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.